Event description:
It was reported intermittent occlusion alarms occurred that eventually resulted in the customer's blood glucose level being displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.